Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 542 mg/dl, over 600 mg/dl, 570 mg/dl at time of incident and current blood glucose level was 575 mg/dl and treated with manual injections. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was not active at time of high blood glucose event. Customer reports they have contacted their health care professional regarding the high manual injections. Customer reports insulin exited at the quick release. Customer declined to perform the high pressure test. Customer reports bolus history displays all bolus entries based on their recollection. Customer states fill cannula was recorded in daily history. Customer states contacts were not missing, damaged or corroded. Customer states while running a self-test software error detected alarm during basal and failed battery alarms were received. Customer was able to successfully clear the alarm. Customer was able to complete rewind. Customer states they run another self-test and the insulin pump passed. The insulin pump will not be returned for analysis.